Event description:
It was reported that the barrel was cracked with a bd syringe plastipak¿ 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: when opening the syringe for use, it was cracked on its surface. Information received by email on 3/29/2019: the damage on the product was a crack in the syringe body. There was no damage to the patient/health professional. There was no exposure of blood to the skin. The sample was discarded.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer so it is not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored for tendency analysis.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was cracked with a bd syringe plastipak¿ 20ml ll s/su. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the syringe for use, it was cracked on its surface. Information received by email on 3/29/2019: the damage on the product was a crack in the syringe body. There was no damage to the patient/health professional. There was no exposure of blood to the skin. The sample was discarded.